Event description:
It was reported that recently, this implantable cardiac resynchronization therapy defibrillator (crt-d) system exhibited a gradual rise in both the shock impedance and pacing impedance measurements from the right ventricular (rv) lead. The most recent values were elevated, and out-of-range (>2000 ohms and >125 ohms, respectively). The physician elected to perform commanded shock testing to evaluate the impedance measurement of a delivered shock. Following an in-range measurement with a 1.1 joule shock (78 ohms), a 41 joule shock was delivered, which subsequently triggered a code 1005. This code is indicative of an open circuit condition (shock impedance measurement was greater than 145 ohms). The physician also performed manipulations, and there was no evidence of rv lead noise, nor threshold changes. It was hypothesized that the impedance rise was the result of fibrosis near the distal end of the rv lead. A rv lead surgical revision procedure is anticipated to resolve the event, but this has not yet occurred. At this time, the system remains implanted and in-service. The patient was stable with no additional adverse effects.

Event description:
It was reported that recently, this implantable cardiac resynchronization therapy defibrillator (crt-d) system exhibited a gradual rise in both the shock impedance and pacing impedance measurements from the right ventricular (rv) lead. The most recent values were elevated, and out-of-range (>2000 ohms and >125 ohms, respectively). The physician elected to perform commanded shock testing to evaluate the impedance measurement of a delivered shock. Following an in-range measurement with a 1.1 joule shock (78 ohms), a 41 joule shock was delivered, which subsequently triggered a code 1005. This code is indicative of an open circuit condition (shock impedance measurement was greater than 145 ohms). The physician also performed manipulations, and there was no evidence of rv lead noise, nor threshold changes. It was hypothesized that the impedance rise was the result of fibrosis near the distal end of the rv lead. Recently, the rv lead was surgically capped and abandoned, and the crt-d device was explanted. A new rv lead and device were subsequently implanted to resolve the event. No additional adverse patient effects were reported. The rv lead remains implanted, but capped and out-of-service. It is unknown whether the explanted device will be returned for analysis.